Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 mm x 24 mm liberté¿ stent was selected for use to treat a lesion. However, after unpacking the device, it was noted that the edge of stent struts were slightly lifted. The procedure was completed with a non-bsc stent. There were no patient complications nor injuries reported.